Event description:
Information was received indicating that the cassette of a smiths medical cadd®-solis vip ambulatory infusion pump was not attaching properly. There were no reported adverse effects with no patient involvement.

Manufacturer narrative:
Additional information: h6, h10 device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a missing tamper seal, damaged lens and a loose downstream occlusion (dso) seal. During analysis, the customer's reported complaint was able to be confirmed. It was noted that the cause of the reported issue was contamination of the dso sensor. Service will replace the dso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.